Manufacturer narrative:
(B)(6).

Event description:
It was indicated that balloon rupture occurred. A 2.50mm x 15mm nc emerge balloon catheter was advanced for dilation. However, during procedure, the balloon ruptured. The procedure was completed with different device with no patient complications were reported.